Event description:
It was reported by service report that the bed extender connector is broken and the pins are bent. This could cause a loss of bed exit and scale. No patient involvement or adverse consequences are reported.